Manufacturer narrative:
The device is being retained by the hospital. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right profunda femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the proglide device perforated into the profunda and unspecified branch behind the profunda femoral artery. The foot was unable to be retracted and the proglide device became stuck. General anaesthesia was administered. The vessel was incised and the puncture site enlarged in order to remove the proglide device. The profunda was repaired and patched, no treatment was performed to the unspecified branch. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the use in the profonda femoral artery contributed to the reported event. Additionally, perforation is listed in the proglide IFU potential adverse events. In the absence of device returned for analysis, a conclusive cause for the reported the foot retraction problem and device entrapment could not be determined. The reported patient effect of perforation is a known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.